Event description:
The reporter with the patient contacted animas on (B)(6) 2013, reporting that the patient's blood glucose levels were ranging as high as 600 mg/dl with dizziness, lethargy, and headache over a two to three week period. The patient reported having a sinus infection and reported being on antibiotics; the patient also indicated that the blood glucose values were correlated to the sinus infection. The reporter indicated that the health care professional took the patient off the pump and placed the patient on injections to control blood glucose levels related to illness. The patient reported having a minor bump at the skin site when the sites were removed. The patient indicated that there were no air bubbles in the system. The pump was reviewed with the patient and reporter and confirmed that the basal and bolus totals correctly added up in the total daily dose history. There were no relevant alarms in the pump history. The suspend history showed multiple suspends associated with priming and bathing but the patient indicated there were suspend events which could not be accounted for; this issue was not believed to be a major contributed to the event as the suspend durations were short. A review of the prime history also indicated that the patient was not performing the fill cannula step. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter and patient indicated that the blood glucose levels were attributed to the sinus infection. During troubleshooting it was determined that the fill cannula step was not being performed appropriately and short suspends were noted in the pump history. No conclusions can be made at this time.